Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod for less than an hour. It was reported the needle did not fully deploy as intended during the activation process. Treatment for reported issue was not provided.